Event description:
Reuse tech reported three incidents of blood leaks with the CT 190g dialyzer. One incident occurred in 2003 and two incidents occurred one month later. No pt injury or medical intervention was reported for these incidents. No further incident detail was retained.